Manufacturer narrative:
The field service engineer cleaned the ise flow pathway and verified ise probe alignment. A nozzle had a partial clog and was cleaned. Multiple ise checks were performed. The customer ran controls and precision studies; results were good. Operational and mechanical checks passed. The last calibration performed on 13-oct-2021 was ok and there were no alarms. One level of quality control recovered erratically around the time of the event, but were within range on the day of the event. The second level of control was outside of range on the day of the event. Upon review of the alarm trace, abnormal aspiration alarms occurred around the time of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 129 mmol/l and this value was reported outside of the laboratory. Quality controls run after the initial test were outside of range, so the assay was recalibrated. The sample was then repeated, resulting in a value of 141 mmol/l. The repeat value was believed to be correct. The na electrode lot number was q35. The electrode expiration date was requested, but not provided.